Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 338 mg/dl. The customer was also experiencing thirst and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. The customer changed the infusion set, and the insulin pump did pass the second prime test. The customer felt that the infusion sets were the reason for the high blood glucose levels, and declined further troubleshooting.